Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. A replacement charging cable was sent to customer and issued continued, a replacement pump was sent to customer. The customer reverted to multiple dose insulin therapy. Customer¿s blood glucose level was 210 mg/dl.